Manufacturer narrative:
Visual inspection revealed that the body of the paddle lead end had been severely damaged. There were multiple electrodes missing and dislodged, and two of the proximal tails of the leads were not returned. Five electrodes were not returned. It appears that excessive mechanical force was exerted onto the paddle lead tails, resulting in the dislodgement of the electrodes, causing the reported high impedance and inadequate stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation. The spinal cord stimulation (scs) lead displayed high impedances, and it was observed that the lead contacts had come loose from the silicone. The patient was hospitalized and underwent a revision procedure where the scs lead was removed and replaced. It is not entirely certain that all the dislodged contacts were successfully removed from the patient, as visibility was limited during aspiration. The patient was discharged from the hospital and is expected to fully recover.

Event description:
It was reported that the patient experienced inadequate stimulation. The spinal cord stimulation (scs) lead displayed high impedances, and it was observed that the lead contacts had come loose from the silicone. The patient was hospitalized and underwent a revision procedure where the scs lead was removed and replaced. It is not entirely certain that all the dislodged contacts were successfully removed from the patient, as visibility was limited during aspiration. The patient was discharged from the hospital and is expected to fully recover.